Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4). Concomitant products: 4194 implantable pacing lead (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008.

Event description:
It was reported that the device battery depleted less than five years after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.